Event description:
The deep brain stimulator was returned to the MFR. The returned paperwork indicated the pt was deceased. The cause of death and its relationship with the implantable system were not reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The deep brain stimulator was functionally ok.